Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31437454l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. After performing pulmonary vein isolation (pvi), box and cavotricuspid isthmus (cti) using qdot micro catheter and lasso 2515 nav eco catheter, cardiac tamponade was confirmed on fluoroscopy, and the patient's vitals decreased. Pericardial drainage was performed. After performing drainage, the patient's vitals stabilized and the patient returned to the intensive care unit (ICU). The patient did not require prolonged hospitalization. Septal puncture was performed with a rf needle. No abnormalities observed prior to use of the device nor during use of the product. Additional information was received on 14-jan-2025. No error messages observed on biosense webster equipment during the procedure. The adverse event was discovered during use of biosense webster products. Patient improved. Additional information was received on 21-jan-2025. Act was around 300. One transseptal puncture site was performed during the procedure. No evidence of steam pop.